Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay nbs device. The relay nbs device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012. (B)(4).

Event description:
"Tavi, vascular, prosthesis and tevar via sternotomy and conduit in one operation was planned. First the vascular prosthesis was implanted, then the tavi was performed. Then they did the tevar and wanted to extend with this device. They could not navigate the delivery system through the first implanted device relay nbs 28n240204402590s b151132374. They pushed the implanted device into the aneurysm sach with the delivery system and were not able to overcome the tortuosity of the aorta. They remove the device and said that the outer sheath is broken. But it was only kinked (please look at the device). They implanted another stent graft from cook zenith alpha zta-de-46-97 (46mm, 97mm length) into the stent they pushed into the aneurysm sac before. The patient began to loose pressure was defibrillated and an angio showed bleeding in the thorax. Then the vs dr. Youssef told me to leave the or. Later dr. Elbeyrb called and told me the patient is dead." Patient outcome: "death, but not clarified if caused by the device."